Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while being applied at the pulmonary artery resection, they were unable to unload the device, the stapler was unable to fire and the surgeon was unable to squeeze the handle, although he was able to press the green button. They converted the laparoscopic procedure to an open due to device problem and extended surgical time for more than 30 minutes. The incision had also extended more than 1 inch.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while being applied at the pulmonary artery resection, they were unable to unload the device, the stapler was unable to fire and the surgeon was unable to squeeze the handle, although he was able to press the green button. They converted the laparoscopic procedure to an open due to device problem and extended surgical time for more than thirty minutes. The incision had also extended more than one inch. A manual stapler was used to resolve the issue.